Event description:
Iabp catheter needed to be changed due to blood flecking in the tubing indicating a rupture or tear in the balloon. Patient experienced profound hypertension. Iabp was replaced urgently.